Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, her vision has decreased. She reported the she cannot read news papers, watch tv or drive. She reported that her vision improves a little with glasses, but that her vision has been disturbed for 4 years. Additional information was requested. There are two reports associated with this patient. This report is for the left eye.

Manufacturer narrative:
Based on corrected information provided, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Corrected and additional information provided by a facility representative of the patient's new physician, that the implanting physician has retired. The patient's issues were unknown by the new physician, but the patient had a good visual outcome. The patient is noncompliant with treatment and follow up. Corrected and additional information was provided by the consumer that she can see to read, drive, and watch tv with glasses but that her vision is still blurry. The consumer states she has had migraines since surgery and they are up to three times a week.